Event description:
A malfunction alarm on a tandem pump was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after successful reset, the issue did not recur. However, due to three prior occurrences of the same malfunction, technical support decided to replace the pump, which was under warranty. The customer was advised on backup therapy to ensure continuous insulin delivery and provided instructions for returning the faulty pump.